Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the emergency release lever was hitting too low on latch catch. The field service engineer removed release lever and adjusted height of release lever by adjusting black frame assembly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer return bin was not closing. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.